Event description:
It was reported that when the device was used during a lobectomy procedure, the staples malformed; they could not close to the tissue. Another like device was used to complete the case and pt consequence was reported. One instrument is being returned for analysis.